Event description:
Related manufacturer reference number: 2017865-2020-13730 new information received notes that the right ventricular lead exhibited high pacing impedance and high capture thresholds and was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmissions revealed that the right ventricular lead exhibited high capture threshold and high pacing impedance. In clinic, loss of capture was noted. No device intervention was performed but programming changes were discussed. There were no patient symptoms reported. The patient will continue to be monitored.